Manufacturer narrative:
Batteries were returned to covidien/ medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis and errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the battery firmware. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the extended battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Batteries were returned to covidien/ medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis and errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the battery firmware. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the firmware on the battery due to a manufacturing process. If information is provided in the future, a supplemental report will be issued.